Manufacturer narrative:
Act button did not respond due to flattened button dome switch. Pump received with severely scratched display window, cracked reservoir tube lip and torn keypad overlay. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported display screen was scratched and keypad was worn out. Customer reported that it was extremely difficult to press the act and the down arrow buttons. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report.